Event description:
It was reported that a spaceoar device was attempted to be used for a procedure; the initial kit was found to be compromised due to the presence of a hair inside the sterile packaging. As a result, the kit was deemed unsuitable for use and was discarded prior to patient contact. A second, uncontaminated kit was utilized to complete the procedure. There were no reported complications or adverse effects experienced by the patient as a result of this event.

Manufacturer narrative:
Block h6: device code a180104 is being used to capture the reportable event of device contamination with chemical or other material.

Manufacturer narrative:
Block h6: device code (B)(6) is being used to capture the reportable event of device contamination with chemical or other material. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Investigation summary: during product analysis inspection foreign matter (hair) inside the kit in the diluent syringe was found, which confirmed the reported event of "device foreign material present in device". Media inspection: the customer provided a picture of the device. It showed a spaceoar kit in which it was possible to observe that there was foreign matter (hair) inside the opened kit device history record review: a review of the manufacturing documentation for this device was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The review confirmed the device met all manufacturing specifications. Labeling review: a labeling review was performed and there is no indication that the device was not used in accordance with the labeling. Investigation conclusion: although the reported event of "device foreign material present in device" was confirmed, the investigation findings did not lead to a clear conclusion about the cause of this failure. Multiple inspection steps are embedded within the manufacturing process to prevent foreign material contamination. These include cleaning components to remove visible debris and visually inspecting seals to ensure they are continuous and free from defects such as wrinkles, bubbles, voids, or particulate. After sealing, the product undergoes further visual inspection to confirm it meets established standards for cleanliness within the sterile barrier and seal area. These controls are designed to ensure product integrity prior to release. A review of the device history record (DHR) showed no non-conformances or documentation indicating a manufacturing-related issue. As a result, the reported event is classified under "cause not established."

Event description:
It was reported that a spaceoar device was attempted to be used for a procedure; the initial kit was found to be compromised due to the presence of a hair inside the sterile packaging. As a result, the kit was deemed unsuitable for use and was discarded prior to patient contact. A second, uncontaminated kit was utilized to complete the procedure. There were no reported complications or adverse effects experienced by the patient as a result of this event.